Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination of the implantable cardioverter defibrillator (ICD), it was noted that the ICD had a ventricular tachycardia event which was non-sustained due to under-sensing noted on the device. The patient expired.

Manufacturer narrative:
The provided session records were reviewed by technical service and it was observed that there was under-sensing during arrhythmia. The arrhythmia fell within the monitor zone.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had a ventricular tachycardia event which was non-sustained. The device failed to deliver therapy due to under-sensing. The patient expired on (B)(6) 2023.